Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following report from the hospital: the ventilation has stopped and the unit produced tf#2 code 21 error message. The ventilator was removed from the patient and replaced with another one. No harm to the patient occured.

Event description:
Hamilton medical ag received the following report from the hospital: the ventilation has stopped and the unit produced tf#2 code 21 error message. The ventilator was removed from the patient and replaced with another one. No harm to the patient occured.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing follow-up 1 - investigation results. Hamilton medical ag did not receive the logfiles of the device for analysis. According to the information received from the hospital, the ventilator stopped during the ventilation of a patient and generated technical fault #2 code 21. This technical fault indicates that inspiratory valve or expiratory valve are defective. The ventilator was removed from the patient and replaced with another one. Neither harm to patient, user or third party nor a treatment delay was reported. Nevertheless, the therapy might be affected if the event were to reoccur and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore this event is considered reportable. Our partner checked the resistance of both the inspiratory and expiratory valve coils, finding them within the normal range. However, the hysteresis curve of the servo valve (inspiratory valve) was too wide. After cleaning the valve plunger it returned to the normal region and the ventilator functioned correctly. The ventilator was shipped to the customer on october 7, 2003, consequently, at the time of the incident, the ventilator was approximately 20 years old.